Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap and passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display, no battery out limit and no low battery alert noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tubelip, minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not recall the blood glucose reading. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The insulin pump had been on the counter while the customer showered. The display did not return during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.